Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown 3i implant was returned for investigation. Visual inspection of the returned product identified that the device was severely fractured. There was bone residue around the external threads due to usage. The reported device had been located on tooth # 26 for approximately 8 years. Pictures or x-ray images were not provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported that the implant was removed due to fracture. The reported complaint was confirmed. Per visual inspection, the implant was severely fractured. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to fracture. Tooth location 42.